Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. 6/9/98 it was reported the er320 staples would slide half way into jaws. Surgeon would pull out the staple until staple would rest properly and then fire. There was no consequence to the pt.